Event description:
Boston scientific received information that there was a perforation of the lung due to a needle stick while attempting to gain access to a vein for this right ventricle lead. The lead was successfully implanted, however the patient started having symptoms shortly after. A chest tube was placed to remedy the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.